Manufacturer narrative:
Results: release handle, rivet.

Event description:
It was reported in a service report that the fowler raises on its own and the right and left siderail are broken. No pt involvement or adverse consequences are reported.